Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead could not be implanted. The lead was not used and replaced. No malfunction was observed on the lead.